Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via phone call that the customer was hospitalized on (B)(6) 2016 due to a diabetic ketoacidosis. The customer was on IV drip. Her blood glucose level was 449 mg/dl that morning and was vomiting the day before. She was also nauseous. The insulin pump was removed in the emergency room. The device was not returned.